Event description:
According to the literature article, a prospective cohort study was conducted in the department of nephrology at hospital civil de guada, mexico. The study included patients who were consecutively hospitalized with severe eskd (end-stage kidney disease). This study included consecutive patients aged >18 years with eskd hospitalized for severe hyperk (serum potassium >6.5 meq/l) and requiring urgent initiation of krt (kidney replacement therapy) were enrolled between may 2022 and october 2024. For the initiation of krt, the nephrology team evaluates the eligibility of either hd (hemodialysis) or pd (peritoneal dialysis) based on individual clinical criteria. The final cohort included 82 patients with eskd and severe hyperk: 34 were allocated to the pd group, 37 to the hd group. Pd group (32%) compared with the hd group (28%) (p = .048). Hd sessions were scheduled within 3¿4 h after catheter placement and conducted using bellco formula therapy machines. The median length of hospitalization was 5 days (3¿8), and 9 hd patients died during hospitalization. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".